Manufacturer narrative:
Results: motor control board.

Event description:
It was reported by service report that the bed functions do not work. No patient involvement or adverse consequences are reported.